Manufacturer narrative:
(B)(4). Biomed was testing unit to find out what the problem was, he knew something was wrong with unit because it has been in back room for 2 months. He started pump and when he turned speed control knob unit went to max. Customer has decided to get repaired.

Event description:
It was reported that during the use of the device for a non-clinical activity, when the speed control knob was turned on the roller pump, it went to maximum speed. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00772. Per fsr's response, further troubleshooting and repair will not be performed until the part is available for replacement for MDR #1828100-2015-00772.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the speed pot issue. The fsr replaced the speed pot knob and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. Using an ohmmeter, the pst discovered an open circuit internal to the potentiometer from pin 1 (green wire). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.